Event description:
Additional information received reported that no further interventions were required and the patient was very happy.

Event description:
The patient had a biopsy done during her recent procedure. She was going to be seen next week.

Event description:
The patient experienced bruising on her back. The ins and extension were moved to her abdomen in 2010. Additional information has been requested.

Manufacturer narrative:
Extension model: unk serial# unk implanted: unk explanted: na. (B)(4).